Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s dexcom g6 sensor failed to pair with the ilet after the prior sensor expired overnight. Despite multiple troubleshooting steps, the ilet entered blood glucose (bg) run mode, and no sensor readings were obtained. The highest blood glucose (bg) recorded was 293 mg/dl. The user transitioned to backup therapy until replacement sensors arrive. Blood glucose (bg) was corrected using backup therapy. The user's son mentioned bleeding as sensor (or transmitter) was being replaced. No symptoms were reported during the event, outside assistance, or medical intervention were reported at the time of call.